Event description:
Event description guidant received information that this implantable transvenous defibrillation lead measured an out-of-range shock impedance, resulting in a shorted lead indicator, as displayed by the associated device.